Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Based on historical data, possible causes include electrical problems like electrical/electronic component problem, impedance, open circuit, power source problem, short circuit, signal loss, loss of power, power fluctuations. Material problems like degradation. Mechanical problems like stress, deformation, fatigue, mechanical shock, wear and tear, vibration. Environmental problems like dust and dirt. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the xenon light source displayed error message e102. There were no reports of patient harm.